Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.64v with 18.4 second charge times (CT). This is within labeling for this device. Technical services (ts) discussed the applicable midlife display of replacement indicators advisory and the device behavior in relation to this advisory. It was further reported that this device now had 16.1 second charge times and there was inquiry as to why the elective replacement indicator (eri) had not been declared. Again, ts explained device behavior. The health care provider expressed concern about the CT being too long if the patient needs therapy. Ts explained that this up left for the physician's discretion. The health care provided not that this device will be monitored. No adverse patient effects have been reported.

Manufacturer narrative:
As of today, information suggests this device remains in-service. Should additional information become available, this event will be updated. The device was later explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In addition, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range.